Event description:
Customer reported that on (B)(6) 2012, an (B)(6) male patient, prepped with duraprep, experienced a large skin tear, size unknown, and dermal bruising to the left chest when the ioban drape was removed post pacemaker insertion. Wound was oozing and manual pressure was applied for 10 minutes to stop oozing. Reportedly, patient had very fragile skin, unknown if the patient was on anticoagulants. Injury treated initially with xeroform bandage, covered with 4 x 4 gauze, paper tape, ice pack and later with silvadene. Patient was kept in hospital for 2-3 days to observe for infection.

Manufacturer narrative:
Lot number was not provided and without the lot number, it is not possible to determine the expiration date or manufacturing date of the product involved in this reported event. Skin tear most likely due to patient having very fragile skin as reported. The instructions for use states the following: "during the removal process hold onto the film with thumb and hand as close as possible to the junction of skin and adhesive film. This prevents severe stretching. Skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes."